Event description:
During installation of the device, the service rep observed a message that the gas system required service. Manual control of the gas delivery remained available. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.